Event description:
The customer reported that during a code, the device delivered a shock, emitted a screeching sound and shut down. The customer did not know the outcome of the involved pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.